Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as a drop in longevity had been seen. Data analysis was requested and technical services (ts) noted that power consumption had been increasing gradually. It was recommended that the device be replaced within 90 days or the battery reevaluated at that time. Device replacement was scheduled by the physician. The device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced with a new device. This device has been returned for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker as a drop in longevity had been seen. Data analysis was requested and technical services (ts) noted that power consumption had been increasing gradually. It was recommended that the device be replaced within 90 days or the battery reevaluated at that time. Device replacement was scheduled by the physician. Information was later received that this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report includes a rewording of field b5 for clarity.